Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history records will be requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient is male and (B)(6), diagnosed as depression comminuted skull fracture. The surgeon did cranioplasty on (B)(6) 2013. During the procedure, the surgeon used 8 pieces of self· tapping screws but found that 8 screws had slip issue. The surgeon had to drill holes again to make the screws fixed. One screw was broken inside the skull. The surgeon removed all burrs to complete the procedure. The whole procedure was delayed more than 30 minutes. This report is report 1 of 8 for complaint (B)(4). This report is for the one broken screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported the tip of the screw is broken off. The broken off fragment is missing. The threaded part shows wear and tear. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The investigation cannot determine the exact root cause of this complaint, because the dimensions which are relevant for this complaint cannot be checked anymore due to the damage of the device. The investigation was not able to identify any other events of the concerned lot number. Event determined by clinical to be a product problem, this event was incorrectly reported as an adverse event within the initial medwatch if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon did cranioplasty on (B)(6) 2014.